Manufacturer narrative:
This failure mode poses a low risk to a pt because the issue was observed when the css console was not supporting a pt. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions. Syncardia has completed its eval of this complaint and is closing this file. Conclusions: the issue reported by the customer of a "noisy fan" sound, was verified at syncardia while performing the console test validation protocol. The exhaust fan was the source of the noise heard in (B)(4). The fan was replaced per rework shop order (B)(4) and the console was re-tested. The unit passed (B)(4) without any discrepancies after replacement of the fan the results were recorded on data sheet (B)(4). There was no adverse impact on the pt when the reported cooling fan noise was observed by the customer. The console continued to perform its life-sustaining functions. Component: electrical components. Subcomponent: fan.

Event description:
This console was not on a pt. Customer reported that the css console was fully functional, but the power supply fan inside the css console was making a loud noise. The css console was returned to syncardia for eval, and the results are set forth in the investigation report attached. The investigation confirmed that the source of the noise was the power supply exhaust fan. The power supply was removed from the css console for further inspection. No damage or unusual conditions were observed. The exhaust fan was replaced and the power supply was installed on the css console. The css console then passed the console test validation protocol, and there was no noise from the fan.